Event description:
It was reported that oversensing, noise and myopotentials were observed. The lead was explanted.

Manufacturer narrative:
Analysis found that the outer insulation of the is-1 lead was abraded at 8.0 cm from the connector pin, exposing the sensing coil. The abrasion was due to friction with the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil comes into contact with the ICD can.